Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one inpact av access balloon was used to treat the in cannulation zone of the left arm. During a second procedure, the anastomosis of the left arm was treated using a non mdt balloon. During a third procedure, the central vein and the anastomosis of the left arm were treated with two inpact av access balloon and two non mdt balloons. During a fourth procedure, the anastomosis of the left arm was treated using two non mdt balloons. During a fifth procedure the in cannulation zone and central vein of the left arm were treated with one inpact admiral balloon and four non mdt balloons. During a sixth procedure, the in cannulation zone of the left arm was treated with 6 non mdt balloons. Approximately 14 months post the index procedure, 11 months post the second procedure, 8 months post the third procedure, 7 months post the fourth procedure, 4 month post the fifth procedure and 3 months post the sixth procedure, the patient suffered from central vein restenosis of the av fistula. The patient presented for a routine fistulagram. The imaging showed 90% restenosis of the central vein (non index lesion). The event was successfully treated with a high pressure and plain balloon angioplasty of the central vein using non mdt balloons. Residual stenosis was 0%. The patient was also treated with medication. No immediate complications were noted. The patient recovered. The cec adjudicated the event as not related to the device, procedure or paclitaxel. The cec commented that this was a non tlr reintervention.

Manufacturer narrative:
Correction: PMA number medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.